Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
(B)(4). Device not returned.additional manufacturer narrative:this event was learned through implant patient registry. The patient also had another device implanted; (B)(4). Two requests were made to the health-care provider (via fax) for additional information (on 10/01/2010 and 10/08/2010); however, no additional information was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional information regarding the reported event was received. It was learned that the patient expired on (B)(6) 2010, due to an intra-abdominal catastrophe. Implant duration was approximately 0.23 months. The health-care provider has disassociated the device from the event. It has been learned that the device did not cause or contribute to the patient's death. The additional information was reviewed with product safety, and it was determined that this is is not a reportable event.